Event description:
Complainant alleged that the medics were attempting to defibrillate a patient who was in cardiac arrest, but upon the discharge of the first shock, electrical arcing was observed on the anterior electrode. The medics promptly removed that set of electrodes and attached a fresh set of electrodes and continued to treat the patient and did not experience any additional problems. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.